Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. No functional abnormalities were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic sleeve gastrectomy procedure, the device has incomplete staple line centrally. To fix the issue, the physician drew back the gray button on the device, also the device came to stopped halfway through fire and it would not advance anymore, they speculate that there was a battery issue but it was obviously uncertain. They used a reinforcement material in conjunction with the stapling device. To resolved the issue and complete the case they switched the device into a manual handle. The patient was alive with no injury. The devices are expected to be returned for evaluation.